Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the o2 proportional valve was observed. The philips investigating lab (pil) evaluated the device. The device was visually inspected for the system board and oxygen blending module (obm) harness for defects, but none were found. The system board and obm harness were tested and passed all testing. It was concluded that the device was working as designed.